Manufacturer narrative:
H6 patient code - corrected e2403, no clinical signs, symptoms or conditions to e0137 transient ischemic attack.

Event description:
The patient was enrolled in the option clinical study (watchman group) on (B)(6) 2020 with patient identifier (B)(6). It was reported that the closure device did not seal and a transient ischemic attack (tia) occurred. The index procedure was performed on the same day as enrollment into the option clinical study. The patient underwent atrial fibrillation ablation on the same day using pulmonary vein isolation via a cryo method. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Prior to the index procedure, aspirin was not administered, and after the implant, aspirin was started and rivaroxaban was continued. The patient was then discharged home two days post index procedure on aspirin and apixaban. Three hundred eighty eight (388) days post index procedure, the patient presented for a 12 month follow up visit, and tee revealed the residual jet around the closure device was greater than 5mm, with the largest residual jet being 6mm. The approximate angle of the jet was 140 degrees. It was further reported that three hundred nineteen (319) days post index procedure, the patient experienced a tia, however, tee two days later did not show an incomplete laa seal and the tia was deemed not related to the watchman flx closure device. There were no patient complications reported and rivaroxaban was adjusted in response to the event on the same day. The patient is now taking xarelto 20mg once per day. It was further reported that three hundred nineteen (319) days post index procedure, the patient presented to the emergency room with complaints of difficulty finding words for four days. The patient also experienced right sided numbness of their face, arm, and leg for two days prior to presenting to the emergency room. The patient was initially diagnosed with dissociative disorder of the flow of speech as well as episodes of stabbing chest pain and dyspnea. The patient was on aspirin at the time of the event. The patient underwent a neurological exam that revealed the patient was alert, oriented, and had minor difficulty in finding words, however, paresis was not detected and the patient did not experience any fine motor deficits. The patient was hospitalized for further treatment and management of the event. The following day, magnetic resonance imaging (MRI) revealed slightly pronounced microangiopathic changes and no evidence of new ischemia. No space occupying lesion nor any focal finding indicative of malignance were found. Neurosonography revealed bilateral hyperechoic extracranial plaque formation, and no evidence of stenoses of extracranial arteries supplying the brain. Transcranial duplex sonography was unremarkable with no significant findings. The following day, electroencephalogram (eeg) imaging was normal. Tee revealed the left ventricular ejection fraction was in the normal range with no pericardial effusion or intracardiac thrombi. A blood pressure evaluation was performed and it was concluded that the values were in the high-normal range. The patient was recommended to continue taking aspirin permanently as well as taking atorvastatin. The patient was to have regular follow up for the cardiovascular risk factors and adjusting the medication where necessary as well as losing weight and taking part in moderate exercise. The patient was discharged home three days following admission into the emergency room. The tia was re-assessed to be conservatively related to the watchman flx closure device.

Manufacturer narrative:
B3: date of event- updated to reflect that the tia occurred on (B)(6) 2021. B5- describe event or problem- updated to include information noting that the tia occurred on (B)(6) 2021.

Event description:
The patient was enrolled in the option clinical study (watchman group) on (B)(6) 2020 with patient identifier (B)(6). It was reported that the closure device did not seal and a transient ischemic attack (tia) occurred. The index procedure was performed on the same day as enrollment into the option clinical study. The patient underwent atrial fibrillation ablation on the same day using pulmonary vein isolation via a cryo method. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Prior to the index procedure, aspirin was not administered, and after the implant, aspirin was started and rivaroxaban was continued. The patient was then discharged home two days post index procedure on aspirin and apixaban. Three hundred eighty eight (388) days post index procedure, the patient presented for a 12 month follow up visit, and tee revealed the residual jet around the closure device was greater than 5mm, with the largest residual jet being 6mm. The approximate angle of the jet was 140 degrees. It was further reported that three hundred nineteen (319) days post index procedure, the patient experienced a tia, however, tee two days later did not show an incomplete laa seal and the tia was deemed not related to the watchman flx closure device. There were no patient complications reported and rivaroxaban was adjusted in response to the event on the same day. The patient is now taking xarelto 20mg once per day. It was further reported that three hundred nineteen (319) days post index procedure, the patient presented to the emergency room with complaints of difficulty finding words for four days. The patient also experienced right sided numbness of their face, arm, and leg for two days prior to presenting to the emergency room. The patient was initially diagnosed with dissociative disorder of the flow of speech as well as episodes of stabbing chest pain and dyspnea. The patient was on aspirin at the time of the event. The patient underwent a neurological exam that revealed the patient was alert, oriented, and had minor difficulty in finding words, however, paresis was not detected and the patient did not experience any fine motor deficits. The patient was hospitalized for further treatment and management of the event. The following day, magnetic resonance imaging (MRI) revealed slightly pronounced microangiopathic changes and no evidence of new ischemia. No space occupying lesion nor any focal finding indicative of malignance were found. Neurosonography revealed bilateral hyperechoic extracranial plaque formation, and no evidence of stenoses of extracranial arteries supplying the brain. Transcranial duplex sonography was unremarkable with no significant findings. The following day, electroencephalogram (eeg) imaging was normal. Tee revealed the left ventricular ejection fraction was in the normal range with no pericardial effusion or intracardiac thrombi. A blood pressure evaluation was performed and it was concluded that the values were in the high-normal range. The patient was recommended to continue taking aspirin permanently as well as taking atorvastatin. The patient was to have regular follow up for the cardiovascular risk factors and adjusting the medication where necessary as well as losing weight and taking part in moderate exercise. The patient was discharged home three days following admission into the emergency room. The tia was re-assessed to be conservatively related to the watchman flx closure device. It was further reported that the tia event actually occurred three hundred fifteen (315) days post index procedure.

Event description:
The patient was enrolled in the option clinical study (B)(6) on (B)(6) 2020 with patient identifier (B)(6). It was reported that the closure device did not seal. The index procedure was performed on the same day as enrollment into the option clinical study. The patient underwent atrial fibrillation ablation on the same day using pulmonary vein isolation via a cryo method. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Prior to the index procedure, aspirin was not administered, and after the implant, aspirin was started and rivaroxaban was continued. The patient was then discharged home two days post index procedure on aspirin and apixaban. Three hundred eighty eight (388) days post index procedure, the patient presented for a 12 month follow up visit, and tee revealed the residual jet around the closure device was greater than 5mm, with the largest residual jet being 6mm. The approximate angle of the jet was 140 degrees. It was further reported that three hundred nineteen (319) days post index procedure, the patient experienced a tia, however, tee two days later did not show an incomplete laa seal and the tia was deemed not related to the watchman flx closure device. There were no patient complications reported and rivaroxaban was adjusted in response to the event on the same day. The patient is now taking xarelto 20mg once per day.

Event description:
The patient was enrolled in the option clinical study (watchman group) on (B)(6) 2020 with patient identifier (B)(6). It was reported that the closure device did not seal and a transient ischemic attack (tia) occurred. The index procedure was performed on the same day as enrollment into the option clinical study. The patient underwent atrial fibrillation ablation on the same day using pulmonary vein isolation via a cryo method. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Prior to the index procedure, aspirin was not administered, and after the implant, aspirin was started and rivaroxaban was continued. The patient was then discharged home two days post index procedure on aspirin and apixaban. Three hundred eighty eight (388) days post index procedure, the patient presented for a 12 month follow up visit, and tee revealed the residual jet around the closure device was greater than 5mm, with the largest residual jet being 6mm. The approximate angle of the jet was 140 degrees. It was further reported that three hundred nineteen (319) days post index procedure, the patient experienced a tia, however, tee two days later did not show an incomplete laa seal and the tia was deemed not related to the watchman flx closure device. There were no patient complications reported and rivaroxaban was adjusted in response to the event on the same day. The patient is now taking xarelto 20mg once per day. It was further reported that three hundred fifteen (315) days post index procedure, the patient presented to the emergency room with complaints of difficulty finding words for four days. The patient also experienced right sided numbness of their face, arm, and leg for two days prior to presenting to the emergency room. The patient was initially diagnosed with dissociative disorder of the flow of speech as well as episodes of stabbing chest pain and dyspnea. The patient was on aspirin at the time of the event. The patient underwent a neurological exam that revealed the patient was alert, oriented, and had minor difficulty in finding words, however, paresis was not detected and the patient did not experience any fine motor deficits. The patient was hospitalized for further treatment and management of the event. The following day, magnetic resonance imaging (MRI) revealed slightly pronounced microangiopathic changes and no evidence of new ischemia. No space occupying lesion nor any focal finding indicative of malignance were found. Neurosonography revealed bilateral hyperechoic extracranial plaque formation, and no evidence of stenoses of extracranial arteries supplying the brain. Transcranial duplex sonography was unremarkable with no significant findings. The following day, electroencephalogram (eeg) imaging was normal. Tee revealed the left ventricular ejection fraction was in the normal range with no pericardial effusion or intracardiac thrombi. A blood pressure evaluation was performed and it was concluded that the values were in the high-normal range. The patient was recommended to continue taking aspirin permanently as well as taking atorvastatin. The patient was to have regular follow up for the cardiovascular risk factors and adjusting the medication where necessary as well as losing weight and taking part in moderate exercise. The patient was discharged home three days following admission into the emergency room. The tia was re-assessed to be conservatively related to the watchman flx closure device. It was further reported that the residual jet around the closure device was resolved on 04 november 2022.

Manufacturer narrative:
B5- describe event or problem- updated to include resolution date of the event. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip code - updated. G1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email - updated.